Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and confirmed the noise on the screen. The fse cleaned the connectors of the video receiver board and video receiver cable and performed dust removal work inside the device. After each work, the fse performed an operation check based on the periodic inspection record sheet and confirmed that it is working well at the moment. All functional and safety tests per factory specifications were performed on the unit. The iabp was then returned to the customer and cleared for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cs300 intra-aortic balloon pump (iabp) units screen is flickering and noise occurs. There was no patient involvement.